Event description:
Four patient samples showing discrepant troponin t stat results. Patient 1, initial result 0.240 ng/ml; repeated twice gave 0.069 and 0.075 ng/ml. The initial results all were reported, the patients were not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Four patient samples showing discrepant troponin t stat results. Patient 3, initial result 0.099 ng/ml; repeat gave 0.035 ng/ml. The initial results all were reported, the patients were not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Four patient samples showing discrepant troponin t stat results. Patient 4, initial result 0.060 ng/ml; repeat gave <0.010 ng/ml. The initial results all were reported, the patients were not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Four patient samples showing discrepant troponin t stat results. Patient 2, initial result 0.135 ng/ml; repeated twice gave <0.010 ng/ml both times. The initial results all were reported, the patients were not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed and within specification.